Manufacturer narrative:
On 04jul2019, additional information was received from the patient¿s (pt) treating eye care provider (ecp): a representative of the ecp confirmed that the focal site was peripheral at 8-9 o¿clock and 12 o¿clock. The staining that was indicated to be located at 12 o¿clock was ¿on the center side¿, but it had not reached the pupil area. The pt returned to the ecp for a final visit on (B)(6) 2019. Symptoms had improved and the pt was able to return to contact lens wear, however the pt was instructed to return to the ecp due to a slight cloudiness remaining and the ecp wanted to check it. The pt has not returned to the ecp since (B)(6) 2019. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Correction: on 26jul2019 during a file review it was noted that there was a date error on the initial MDR 9617710-2019-00023 submitted on 02jul2019. (Continued) ¿ "(B)(6) 2019" should be (B)(6) 2019. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019 a call was received from a representative at an eye care provider¿s (ecp) office in (B)(6) who reported a patient with od redness on (B)(6) 2019 while wearing the 1-day acuvue trueye brand contact lens. The pt reported the od redness continued after the suspect lens was removed. On (B)(6) 2019 the pt went to the ecp and was diagnosed with corneal ulcer. Contact lens wear was discontinued until the redness was resolved. Pt was prescribed cravit eye drops 1.5 % ¿6id¿ od, tobracin eye drops ¿6id¿ od and flurometholone eye drops qid od. The pt presented to the ecp wearing the lens which was placed in a lens case. On (B)(6) 2019 a call was placed to the pts treating ecp and a representative reported the pt returned to the ecp on (B)(6) 2019. The pt reported foreign body sensation; the ecp advised the event is resolving gradually. On (B)(6) 2019 the pts medical documents were received from the ecp and additional medical information was provided. Diagnosis: od corneal ulcer with staining indicated on the document at 12 o¿clock and another at 8-9 o¿clock, outside the pupil. The pt was seen at the clinic on (B)(6) 2019 and presented with od redness and pain; a culture was conducted; infectiveness is unknown; focal site - peripheral and central; va not affected; pt was prescribed cravit eye drops 1.5% x6; tobracin eye drops x6; and fluorometholone eye drops x4; the pt was advised to discontinue cl wear and return to clinic after 2 days. On (B)(6) 2019 follow-up visit: event was reported as resolving and pt was advised to continue with no contact lens wear. On (B)(6) 2019 follow-up visit: event was improved; od va: 1.2; pt was allowed to return to contact lens wear and advised to return to the ecp in 2-3 weeks. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5359100201 was produced under normal conditions. One lens was received in an open lens case. The parameters of the open lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The microscopic visual exam revealed a surface tear. If any further relevant information is received, a supplemental report will be filed.